Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Reportedly, the customer reverted to an alternate method of insulin therapy. Upon follow up with the customer, troubleshooting was completed and reportedly, the occlusion was found to be within the cartridge. Customer changed the necessary supplies and resumed insulin therapy.

Manufacturer narrative:
Customer followed up regarding the issue and was able to provide additional information regarding the event.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Reportedly, the customer reverted to an alternate method of insulin therapy.